Event description:
Customer mentioned that he took insulin and nothing happened. It was reported that the customer's blood glucose reading was 192 mg/dl and he treated with the insulin pump. Customer then checked his blood glucose readings and they were 290 mg/dl. Customer again treated with the insulin pump and his blood glucose readings increased to 400 mg/dl. Customer treated again and woke up with normal blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.